Manufacturer narrative:
During troubleshooting on the phone with dario's representative, the user reported that she received a bg reading of 225 mg/dl from her dario meter compared to a bg reading of 111 mg/dl from her non-dario meter. A replacement of dario's strips and control solution was sent to the user to make sure that the dario strips are reading correctly, and to ensure proper technique. After the above was received, multiple attempts to follow up with the user were made, however, no response has been received to date. There is not enough information regarding the meter and old strips available to further investigate this case. Therefore, no resolution is available. Additional information: on september 17th, the user contacted dario to report that her issue was resolved with the new cartridge of strips. There is not enough information regarding the meter and old strips available to further investigate this case. Therefore, no resolution is available.

Event description:
On august 26th, the user contacted dario to report high blood glucose (bg) readings. The user reported receiving from her dario meter bg readings ranging from 100 mg/dl to 220 mg/dl within a 24 hour period. In addition, the user reported that she continues to received bg readings that are over 200 mg/dl. The user stated that until this issue occured, the user had never received a bg reading above 120 mg/dl. Due to the above, the user purchased a non-dario meter, which she tested with and received a bg reading of 99 mg/dl.

Manufacturer narrative:
During troubleshooting on the phone with dario's representative, the user reported that she received a bg reading of 225 mg/dl from her dario meter compared to a bg reading of 111 mg/dl from her non-dario meter. A replacement of dario's strips and control solution was sent to the user to make sure that the dario strips are reading correctly, and to ensure proper technique. After the above was received, multiple attempts to follow up with the user were made, however, no response has been received to date. There is not enough information regarding the meter and old strips available to further investigate this case. Therefore, no resolution is available.

Event description:
On (B)(6), the user contacted dario to report high blood glucose (bg) readings. The user reported receiving from her dario meter bg readings ranging from 100 mg/dl to 220 mg/dl within a 24 hour period. In addition, the user reported that she continues to receive bg readings that are over 200 mg/dl. The user stated that until this issue occured, the user had never received a bg reading above 120 mg/dl. Due to the above, the user purchased a non-dario meter, which she tested with and received a bg reading of 99 mg/dl.